Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. Analyst commented, atrial pace impedance steady at 500 ohms through 10september2014, and to vary between 500 and 1600 ohms starting 16september2014.

Event description:
It was reported that the patient alert was reported to have sounded. It was noted that the atrial lead impedance increased and had switching impedance values. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dtba2d1, ICD, implanted: (B)(6) 2013; 4196, lead, implanted: (B)(6) 2008. (B)(4).